Event description:
It was reported that the pulsavac tip broke during flushing of the femur. The tip fell into the incision, but was visible and easily retrieved immediately with forceps. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.